Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fractured lead in the past. An attempt to gather further details but was unsuccessful. There was no further lead details was provided. No adverse patient effects were reported.